Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to recognize battery pack) was confirmed due to an internally shorted microcontroller on the bedside board. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.